Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels dizzy and will contact ems for assistance. The customer expected blood results are 70-100mg/dl fasting. Customer calling states that she is concern with the meter giving different blood result. Customer states that she run two blood test and got 100mg/dl and 87mg/dl and wants to know if the results are correct. I explain to customer about the expected range on a back to back blood test. Customer states that her normal glucose range is 70-100mg/dl but she is feeling dizzy. I advise customer to seek medical attention. Customer then decided to run another test and got a blood result of 78mg/dl ( not fasting) customer just ate a sandwich two minutes ago. Customer decided to call 911. They tested her glucose very low;customer advised just to drink an orange juice and eat something;customer felt better after.